Event description:
Complainant stated the he had "encountered several needles without conductivity. This was noticed during the transitional stage of the needles into the pt. Therefore, the needles were immediately removed from the pt's after he noticed the lack of conductivity." All pt's were in good and stable condition.